Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain, along "with other issues". The "other issues" were not defined, but were suspected to have referred to the pt's request to find a physician to manage the pump. The pump was interrogated and approx fifty days remained until a refill was needed. It was later reported that the pt experienced withdrawal symptoms that set in "before the beeping". It was stated that the pt's device alarmed "every hour". The pt stated that the device only worked to relieve pain from the waist down. The pt could not be at work for "more than fifteen minutes, without falling down". The pt passed out two times. It was further reported that the pt was at the hospital and "in a coma for three hours" on (B)(6) 2010. The pt was placed on patches and oral baclofen. The pt stated that there has been no improvement in quality of life, and would like the device turned off. It was believed that the pt's pump contained the following medications: baclofen at a concentration of 25 mcg/ml and a dosage of 7.5 mcg/day; and morphine at a concentration of 25 mg/ml and a dosage of 7.5 mg/day. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.